Event description:
It was reported that during a gastrectomy procedure, after firing the device, the surgeon found all the staples were malformed as "u". So he changed to use another device and finished the procedure. There was no reported pt consequence.